Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motor position encoder error alarm was noted on the history screen. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error on the insulin pump. Customer's blood glucose level was 139 mg/dl. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.